Event description:
This rv lead was capped and replaced due to high impedances. The ICD was replaced due to eri and the ra lead replaced due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.